Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during set up for a procedure, the button of the e-sep pencil was already in "cut" mode when it was plugged in, without pushing it. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during set up for a procedure, the button of the e-sep pencil was already in "cut" mode when it was plugged in, without pushing it. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.